Manufacturer narrative:
The field service representative determined there was a damaged syringe seal which was blocking the flow path and replaced the seal. He performed a detergent prime and qc to verify the analyzer performance.

Event description:
The user experienced a leak from the detergent pump on the d module. The leak was on the floor, in a walkway in the laboratory. No pts or operators were harmed.